Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported display very dark and will not adjust brighter. No patient involvement reported.